Event description:
The field service rep (fse) reported that during preventative maintenance (pm) of the device, the level alarm sensor was not operating. The level alarm did not go off during testing. Since the event occurred during preventative maintenance, there was no pt involvement.

Manufacturer narrative:
This unit is a back-up and has not been turned on since the last preventative maintenance six months ago. The user facility had a spare level sensor that was installed in the system. The suspect level sensor was returned to the MFR for further eval. Eval is in progress, but not yet concluded.